Event description:
It was reported that the user contacted support due to elevated blood glucose after eating chicken fingers and fries while dining out, and device data were synced and reviewed, showing a gradual rise without alarming excursions consistent with slower digestion and an estimated meal size. Symptoms included hyperglycemia peaking at 211 mg/dl. Outcomes included no need for emergency care, no hospitalization, and no device alarms. Investigation included review of uploaded device and glucose data, user interview, and education on meal announcements and portion estimation. Investigation of this case revealed no device malfunction or component issue, with findings consistent with postprandial hyperglycemia related to meal composition and inaccurate meal size estimation. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors associated with meal announcement and carbohydrate estimation.